Manufacturer narrative:
(B)(4). A2. The mean age of the patients was 44 years (range 29 to 80). D6a. Implant date between (B)(6) 2013, and (B)(6) 2018. D10. Unknown wagner cone stem item# unknown lot# unknown. Unknown acetabular cup item# unknown lot# unknown. Unknown liner item# unknown lot# unknown. G2: foreign - event occurred in turkey. Literature: fahri emre, enes uluyardimci, mesut tahta, ahmet adnan karaaslan, çetin isik (2025). Cementless tha with femoral shortening osteotomy provides excellent results for patients with crowe type IV hip dysplasia. Acta chir orthop traumatol cech., 92, 2025, no. 3, p. 153¿159. Doi is: https://doi.org/10.55095/achot2025/008. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained on (B)(6) 2026 that reported a retrospective study from turkey. The purpose of the study was to present the clinical and radiological results and look for complications of total hip arthroplasty (tha) performed with subtrochanteric transverse femoral shortening osteotomy (stfo) for crowe type IV developmental dysplasia of the hip (ddh). The study evaluated ninety-four patients who underwent stfo and tha for crowe type IV ddh between 2013 and 2018. In all cases, the surgical team placed the acetabular cup (trilogy cup, zimmer, warsaw, in, USA) on the true acetabulum and the same brand of acetabular and femoral implants (wagner cone prosthesis hip stem, zimmer, USA) was used. The team used a posterior approach for all patients. The mean age of the patients was 44 years (range 29 to 80); (28 males/66 females). The mean follow-up period of the patients was 40 months (range 25 to 55). Patients were evaluated clinically and radiologically after surgery in weeks 2, 4, 8, 12, and 24. Additionally, they were evaluated radiographically once a month throughout the first year after the operation. The author reported as an early-stage complication, one patient had a dislocation. This patient underwent closed reduction and was observed 32 months. During follow-up, no further dislocation was recorded. Diligence is completed and no further information on the reported event has been provided.